Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise is likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise resulting in an inappropriate atrial tachy response (atr). Pacing inhibition was also noted. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.